Manufacturer narrative:
Concomitant medical products: product ID: 388928, lot#: unknown, product type: lead. Other relevant device(s) are: product ID: 388928, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional via the manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that the patient experienced zapping sensation from their device system. The patient¿s symptoms have also returned. This event was possibly related to a lead fracture or dislodged due to horse riding. Diagnostics/troubleshooting was performed, impedance tests with all reading above 4,000 ohms. The nurse tried to reprogramming but was not successful. The patient was booked to be seen by their healthcare professional on (B)(6) 2019 for further investigation. The issue was not resolved at the time of this report. No surgical intervention occurred. The patient was alive with no injury. No further complications were reported or anticipated.